Event description:
It was reported that during procedure while performing peripheral vitrectomy the infusion compensation was insufficient. The eye collapsed during vitrectomy just as the doctor performed vitrectomy near the infusion input. No report of prolonged surgery or that actual patient harm occurred.

Manufacturer narrative:
With regards to this complaint, a vfie module was returned for investigation. Investigation of the returned vfie module revealed that the connection between the tubing and the water ingress filter was loose. Therefore, the pressure could not build sufficiently. Root cause investigation indicated that the detachment observed is attributable to a random separation of the two components involved. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.

Manufacturer narrative:
The complaint is under investigation.

Event description:
It was reported that during procedure while performing peripheral vitrectomy the infusion compensation was insufficient. The eye collapsed during vitrectomy just as the doctor performed vitrectomy near the infusion input. No report of prolonged surgery or that actual patient harm occurred.